Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of stent migration. Reported event of stent wire snapped. Reported event of stent difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 28, 2016 that a wallflex fully covered stent rmv was implanted on an unknown date. The patient was scheduled for a stent removal procedure on (B)(6) 2016. During stent removal, the physician noted that the stent had migrated slightly up into the common bile duct. The physician was having difficulty visualizing the two retrieval loops, pulled on the retrieval loops using a rat tooth forceps but one of the retrieval loop snapped. The physician grabbed the body of the stent to remove it from the patient. The wallflex fully covered stent rmv was successfully retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.